Manufacturer narrative:
No devices were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, while uncrating the imaging system on (B)(6) 2020, the manufacturing representative found that the clutch was disengaged and the system began rolling down the ramp on its own. The clutch was possibly disengaged during either the crating or uncrating process. There was no patient present when this issue occurred.